Event description:
It was reported that this atrial lead dislodged. The patient was scheduled for lead revision mid-(B)(6) 2026. The product information is unknown; additional information is being requested.

Event description:
It was reported that this atrial lead dislodged. The patient was scheduled for lead revision (B)(6) 2026. It was additionally confirmed that the lead was repositioned on (B)(6) 2026. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded that there was no problem detected with this device. Device technical analysis: this lead remains in-service. As such, physical analysis has not been conducted in our laboratory.